Manufacturer narrative:
(B)(4). Investigation summary: a complaint of component damage was received from the customer. One sample was returned for investigation. Through visual inspection, component damage was not confirmed, however separation of the filter outlet and bottom half of the set was confirmed. Traces of solvent could be seen on parts of the tubing, but it was not fully covering the diameter of the tubing. A device history record review for model 10013902, lot number 20055524 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this failure was determined to be an insufficient amount of solvent, making the set easy to pull apart. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set .2 mf low sorb tubing broke off the line. The following information was provided by the initial reporter: "we had filter tubing that the filter broke off of the line."